Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode, electric cutting loop (electrode) was burned and fractured. The issue was found during a transurethral plasma resection of the prostate, therapeutic procedure. The issue was completed with an olympus back-up device. There were no reports of patient injury or harm.